Event description:
The customer contacted philips with questions about the 90008 error code (self test failure- pacer or defib) that was shown in the shift/system check printout. This error code could be a hard failure or a use issue in opcheck. There was no patient involvement. This investigation is not yet completed.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.